Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion alert while announcing a meal. The patient also reported receiving an infusion set expired notification and indicated that it had been several days since the supplies were last changed. The cause of the occlusion was unclear, as no leaks or kinks were observed in the tubing. The patient reported having a low amount of insulin remaining in the cartridge and was attempting to use the remaining insulin when the occlusion occurred. The agent advised the patient to change all supplies, explaining that further troubleshooting could further deplete the cartridge. The patient did not require assistance with the supply change. Follow-up contact confirmed that the occlusion did not persist, no further assistance was needed, and blood glucose levels were not affected, with a reported value of 120 mg/dl. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.